Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with cracked tank cover. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported issue was confirmed. According to the investigation, he device over temperature setting was slightly off. Investigator's recalibrated the device to proper settings including the over temperature to correct the reported issue. Investigator's also replaced cracked tank cover as a preventative measure. The problem source of the reported problem is user interface.

Event description:
Information was received that during testing of this smiths medical level 1 hotline low flow system, the device exhibited over temperature error. No patient involvement reported.